Event description:
The staff member had completed the transfer of the resident back to her bed and was positioning the motor back to the charging station. She was holding the hanger bar close to the strap, to maneuver the lift to its charging station. When the device connected to the charging station, it started to raise up and went past the upper limit switch, and because the hanger bar was only inches from the motor, and it happened so fast the staff member's fingers were caught between the ceiling lift and the spreader bar. She was able to pull the emergency cord and get her fingers out. She had a fracture to the 3rd finger, and a possible fracture to the 2nd finger, with splint application.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.